Event description:
Impulse monitoring did surgery on a pt in (B)(6) 2012. I did not write down or catch the type of surgery it was. Rlsnd121-2.5 were used in the pt's hand. The pt went home and upon their checkup a week or so later, complained about a pain in the hand. A subsequent exam (x-ray?/surgery/??) Discovered some foreign material in their hand. Surgery on the pt's hand resulted in a find of a small sliver of metal in their hand, apparently where the needles were used. This "recovery" surgery occurred around (B)(6). (B)(6) did not explain what happened between (B)(6) and now, but he does now have the metal, which he believes is part of a needle. He has only just now looked at it under an optical microscope and is going to send me pictures. He has still been unable to determine if it is a needle piece because he says there is a lot of tissue surrounding the needle, and he does not want to remove it until he does other tests. Ref MFR report: 3006697681-2013-00001.